Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the ICD may have provided shocks for atrial tachycardia/atrial fibrillation with rapid ventricular response that was detected as ventricular fibrillation (vf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks from their implantable cardioverter defibrillator (ICD) for rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.